Event description:
It was reported that during a lap fundoplication the laparosonic coagulating shear had no function after a few minutes of use and a solid tone was produced. The case was completed with another like device. There was no patient consequence.